Event description:
It was reported that the health care professional (hcp) heard that a patient who had an implantable neurostimulator (ins) had a mammogram done and the mammogram damaged the device. It was noted that the hcp was not sure if it was true.

Manufacturer narrative:
(B)(4).